Manufacturer narrative:
(B)(4). Carefusion tested the unit and the ventilator passed an extended test using the customer¿s settings. The ventilator failed the ltv final test for non-conformities with the calculated tidal volume average. This slight non-conformity would not result in a failure to ventilate properly. The event trace was downloaded for review. It captured events from (B)(6) 2013 through (B)(6) 2014. The alarm codes found in the event trace all fall into what are considered non-critical alarms. These alarms are considered to be typical alarms that normally occur during patient ventilation. The incidence counts for these alarms appear to be consistent with the usage time for the particular power-on/power-off sequence. The date of the reported incident was (B)(6) 2014, at around 08:00 am. Per customer request, the ventilator was returned unrepaired. The customer refused non-warranty repairs. This unit is not recommended for patient use until appropriate repairs/testing are completed. (B)(4).

Event description:
It was reported to carefusion that a patient passed away while connected to the ventilator. The nursing company reported that the child's color "did not look good." The nurse went to get the mother and when they went back to the patient, his color was worse and they started mechanically to ventilate the child. The nurse called 911, CPR was started, and the child was taken to the hospital by ambulance. There were no allegations of a malfunction of the ventilator during this event.